Event description:
Event description guidant received information that this implantable endocardial lead was unable to be implanted due to inability to retract after approximately 20 turns during an attempted implantation procedure. The device was replaced with a high energy cardiac resynchronization therapy defibrillator (crt-d) after being implanted for about one month due to high defibrillation thresholds (dft). The original lead was also replaced after about one month because it would not stay positioned due to tricuspid regurgitaiton. An active fixation lead was required.